Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 120 mg/dl (aviva) and 300 mg/dl (hospital's meter). No adverse event reported. Return of the suspect device was requested for evaluation.